Event description:
It was reported that the pro46 was used to remove the gallbladder. The plunger was inside the shaft and the physician pulled on the suture string to remove the bag. The metal rim arm broke off. Ethicon rep went back to the hosp to in-svc the entire or staff. This was the first time the surgeon was using pro46. There were no pt consequences reported.